Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when preparing to staple the stomach during a laparoscopic sleeve gastrectomy, the handle was able to recognize the reload and the stapler was able to fire, but 1/3 of the middle of the staple line was malformed. The staple line was oversewn.